Event description:
It was reported that during a supply change the ilet user accidentally folded the infusion set adhesive, and an agent assisted the user with applying a new site and connecting the infusion set and cartridge. The infusion set was initially deployed incorrectly, and troubleshooting education was completed with no alerts or alarms reported. No reported symptoms or adverse clinical effects occurred. Outcomes included no impact on health status and no hospitalization. Investigation included user troubleshooting and education regarding correct infusion set deployment and connector attachment. Investigation of this case revealed user handling error related to infusion set application and connection, with the device and components otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error.